Event description:
The customer contacted philips healthcare to report a battery issue. The customer reported that the device "battery does not exceed the calibration."

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.